Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a posterior lumbar fusion procedure at the l5 ¿ s1 level, surgeon experienced difficulty removing implant holder from t-pal implant. Surgeon was eventually able to free implant from inserter. Approx one hour was added to the procedure.